Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned with the cannula shaft bent. In an attempt to replicate the reported incident, fire testing was not conducted because device found that it was returned with the cannula shaft bent. The instrument was disassembled; upon disassembly 1 strap was found inside cannula shaft. The event reported is related to improper use of the device. As per instrument condition, seems that the device was mishandled (application of excessive force) at an unknown point and the cannula was damaged. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: question: you can help me understand what you mean by: ¿important bleeding,¿ that is, do you know how many ml of blood represented such bleeding? Did it require any corrective action by the doctor (manual/additional suture, compression, transfusion, etc.)? - answer: after the surgery was finished, the dr. Told us that putting a lot of pressure on the abdominal wall when trying to fix the mesh caused "a major bleeding" itself, I could not quantify the bleeding in ml but it was necessary to make stitches to stop the bleeding and to fix the mesh. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a bilateral inguinal plastic procedure on (B)(6)2024 and absorbable straps were used. During the course of the surgery, at the time the mesh was being fixed, the device did not attach the mesh to the abdominal wall and when trying to fix it they put more pressure on the abdominal wall, causing major bleeding. Next, a second device also would not attach the mesh to the abdominal wall. The bleeding was not quantified, but it was necessary to make stitches to stop the bleeding and to fix the mesh. No further information was provided.